Event description:
It was reported to the aci sales professional that a male patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained via a 7f procedural sheath at the common femoral artery via contralateral access. The patient was placed on an anticoagulant, heparin, peri-procedure. The patient's act was (B)(6). A pre-procedural femoral angiogram revealed presence of calcification in the vicinity of the access site and the stick location at the mid femoral head. Following the procedure, the deployer who is a radiology technologist (rt) and a trained user of the mynx, with the aci sales professional present, used the device to close the access site. Reportedly, the rt used the buddy-wire technique in conjunction with the mynx. Once the device was inserted, the rt inflated the balloon and retracted it towards the arteriotomy. Upon achieving temporary hemostasis, the buddy wire was removed however, when the rt shuttled down to expose the advancer tube and deliver the sealant, a balloon rupture occurred. The rt removed the device and converted the patient to 20 minutes of manual compression along with the use of a femostop. Hemostasis was successfully achieved. The patient tolerated the procedure well and was ambulated and discharged with no reported clinical sequela. It was reported that there were multiple sheath exchanges during the procedure. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and without a returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1112404) indicated that the mynx device met all established performance criteria prior to shipment.